Event description:
It was reported this biliary stent prematurely deployed during placement in the iliac artery. Another stent was successfully placed without patient complications. This device remains implanted. Therefore, no failure analysis will be available. This device was used in an non-indicated procedure, arterial placement. It was indicated the metal valve guide was not used during entry of the stent through another manufacturer's introducer sheath and difficulty was encountered during advancement. Co believes these factors may have contributed to this event. Co's directions for use state: "the symphony nitinol stent transhepatic biliary system is indicated for use in treatment of biliary strictures produced by malignant neoplasma....always use an introducer sheath for the implant procedure...an introducer sheath of a 7 french or larger size is recommended...a metal guide ("cheater") is provided to facilitate the entry of the symphony nitinol stent transhepatic biliary system through the hemostasis valve of the introducer sheath."